Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The implant date of the lead is an estimate. (B)(4)

Event description:
It was reported that the lead was "broken" and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.